Event description:
Pedi scope was used and inserted in patient. Provider turned the knobs on scope and the wires inside scope snapped. The snap was heard and felt by the provider. When the knobs were used to turn right/ left, scope wasn't working properly. Reported to spd.